Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was harder to read and reservoir warnings were harder to hear. The customer's blood glucose value was unknown. The customer stated that the insulin pump had unexplained no delivery alarms, low battery, worked harder when rewinding. The insulin pump will not be returned for analysis.